Event description:
The complaint reporter states that during an arthroscopic shoulder repair, the jaw of the device was not opening and closing properly during use. However, despite this anomaly, the procedure was concluded successfully without other or further issues or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated by the quality engineering and r&d groups. Upon examination, it is noted that the jaw pivot pin has fractured and a portion of it is missing from the distal tip of the device, rendering the device jaw non-functional. It is unknown where the missing pin fragment(s) is/are, or if it fell off into the body, however, we believe that this pin failure would only have happened under stress, that is in use, and this portion of the device would have been in use, and this portion of the device would have been in the body. So, it is reasonable to assume that the fragment may have fallen into the patient's body. If the fragment did fall into the body, the fragment may or may not still be in the body, it may have been suctioned out. We can attribute the root cause of the pin failure to extreme mechanical force having been applied, a user issue. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.